Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation: complaint device was not returned therefore a document based review will be performed. Clarification was requested as follows; "2 if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 1cm from the tip can we confirm that there was also a kink/bend at the distal end or are they referring to the distal needle break. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. Question 25 states there was no difficulty but 26 states it was not possible to fully retract, is this correct?¿. Reply was received as follows; ¿2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 1cm from the tip. Can we confirm that there was also a kink/bend at the distal end or are they referring to the distal needle break: there was no previous kink - pushing the needle it kink and broke immediately. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Question 25 states there was no difficulty but 26 states it was not possible to fully retract, is this correct? Mistake, no problem retracting the needle (ref. Att. ¿r: (B)(6) product complaint notification: (B)(4) - additional information requested 24 march 2022 ¿ rep update¿). Lab evaluation; n/a. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1876524 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1876524. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0060-4). Image review, n/a. Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal tip of the needle to kink and then break immediately. As per q.34 of the additional questions it is also possible that the needle tip hitting the cartilage rings of the trachea may also have contributed to the distal needle break. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was recovered from the patient using a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a combined initial and final report. During ebus procedure the tip of the needle broken into the trachea. A section of the device did remain inside the patient¿s body. The tip of the needle was removed using forceps the patient did require any additional procedures due to this occurrence. The patient required procedure to remove the tip of the needle. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 1cm from the tip. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site: lug 2r lymph node. Please describe the size of the intended target site: 12mm. If not with the device in question, how was the procedure performed and/or finished? Without ebus I don't think I would try to sample a 2r node. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Flexible bronchoscopy to remove the tip of the needle from the trachea. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure using a different bronchoscope. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Pentax ebus 1970uk. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? During the procedure immediately after the first try to sample the 2r node. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? Yes. How many samples were obtained (passes completed) with this needle? Zero. Did any section of the device detach inside the patient? Yes. If yes, please specify: 1cm of the needle tip. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Probably yes but it broke immediately.